Event description:
Customer reported her blood glucose was 40 mg/dl. Customer states she treated with glucose tablets. Customer reported customer had insertion at site. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.